Event description:
Customer reported she experienced high blood glucose over 600 mg/dl on (B)(6) 2015 or (B)(6) 2015. She did not go to the hospital. Customer stated that once her blood glucose were back down she did go to the doctor and her doctor made some adjustments to the settings on the insulin pump. Customer stated she has not been hospitalized after last event on (B)(6) 2014. She also reported she was very frustrated with the sensor and had to stop using it for a while. She is currently using it and it is working well. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-82401 for hospitalization.